Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending coronary (lad) with 95% stenosis and was 16 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 20 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Eight days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2022, the subject was diagnosed with cardiac failure and hospitalized on the same day. There was no other action taken to treat the event. Six days later, the subject died, the primary cause of death was cardiac failure, and autopsy was not performed.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).